Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving therapy via an implantable infusion pump. It was reported that the patient complained of discomfort in the pump pocket and requested that it be moved from her back to her belly. She is scheduled to have pump moved at the end of the month.